Event description:
It is reported the nurse attempted to deflate the balloon when removing the device. The tubing was cut to allow deflation.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. At the time of this report, a return sample had not been received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.